Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery during an interventional procedure. Reportedly, when the plunger was withdrawn, there was no suture present. A starclose se device was used to achieve hemostasis. There were no reported adverse patient sequela. Additional information is not available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Without the device, a thorough investigation could not be completed and no manufacturing related root cause for the reported experience could be determined. Review of the device history record for this lot did not produce any findings relevant to this report.